Event description:
A caller reported that the customer's adc blood glucose meter would not turn on with either button press or test strip insertion. The customer subsequently experienced sweating, seizure, and lost consciousness. The customer was treated with sugar and juice by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained batteries. Visual inspection was performed on the returned meter and no issues were observed. Retain batteries were inserted but flashing lights were not observed indicating the meter powered on. The meter did not power on with a button press, insertion of the retained strip, or insertion of the universal serial bus (usb) cable. The meter display did not turn on. The meter was sent for further investigation and de-cased. Visual inspection was performed on the pcb (printed circuit board) and corrosion due to liquid contamination was observed. This issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to(B)(6).

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer's adc blood glucose meter would not turn on with either button press or test strip insertion. The customer subsequently experienced sweating, seizure, and lost consciousness. The customer was treated with sugar and juice by a third-party. There was no report of death or permanent injury associated with this event.